Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. As such, the patient requested surgical intervention as the next course of action to upgrade the device.

Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the entire system was explanted and replaced with an updated system.

Event description:
Follow-up confirmed the issue is resolved.